Manufacturer narrative:
(B)(4). Approximate age of device - 3 years. The percutaneous lead (driveline) is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to clinic for a routine visit and system controller upgrade. Multiple pump stoppage alarms and low speed advisories were seen within the system controller history data. A technical service representative reviewed the log file and confirmed the reported alarms. The patient was asymptomatic. A technical service representative performed a percutaneous lead (driveline) replacement. No further issues have been reported.

Manufacturer narrative:
The reported event of pump stoppages was confirmed through the review of the system controller log file submitted by the account. Additionally, there were several low flow hazard alarms captured within the log file. They appeared to occur intermittently and did not appear to be directly associated with the pump stoppage events. Based on past experience with the heartmate ii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage; however, no damage was identified through the examination of the returned portion of the patient''s driveline. Approximately 10.5 inches of the distal end/external portion of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared to be free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire''s insulation. This test did not reveal any areas of current leakage. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was in a transition to the hospice center and that a pump exchange would not be performed. It was reported that the patient would be maintained on an ungrounded patient cable.